Event description:
Customer reported that a pt sample containing anti-e did not react with 0.8% surgiscreen lot 8ss343. Following electronic crossmatch, two units were transfused. Pt experienced a drop in hemoglobin (from 10.8 to 8.9) so a tranfusion workup was performed by the customer. The surgiscreen cells detected anti-e in the pre-tranfusion sample, results were 1+ with lot 8ss343. The customer stated that results of the transfusion workup indicate that the false negative result was likely due to failure of the tech to add plasma to the gel card during the initial antibody screen. The drop in hemoglobin was due to blood loss in surgery.